Event description:
The account alleged that the bed is intermittently running on its own. There were no reported injuries.

Manufacturer narrative:
The account has replaced the head limit switch and the cable and the issue remains. No further information is available on the repair of the bed at this time.